Event description:
Two months ago the physician placed a femoral celect filter in a female patient without incident. Several days ago, when he went to retrieve it, the filter appeared to have migrated caudally. The filter had a severe tilt with the hook inbedded in the wall on one side of two of the secondary struts seemed to be perforating the other side of the wall. The retrieval was unsuccessful and the patient was sent to get a CT scan, which revealed a definite perforation in several spots (including the hook). There was no bleed, the wall has healed and the filter was left alone. Filter remains implanted in patient.

Manufacturer narrative:
Expiration date unknown as lot # information not provided by reporter. This event is still under investigation.